Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. Device at normal eri. The patient condition before, during or after the procedure was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. A device evaluation was performed, and no sources of high current were noted. Based on this information, there was no evidence of device malfunction.